Manufacturer narrative:
Approximate age of device - 3 months. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
The report of increased left ventricular assist device (lvad) sounds and suspected thrombus due to increasing lactate dehydrogenase levels could not be confirmed. A review of the system controller log file did not reveal any atypical alarms or power elevations, and the pump speed remained above the low speed limit. The system appeared to have operated as intended. The evaluation of the returned patient cable was also unable to confirm the reported event of increased lvad sounds. Although a pin was found to be bent in the connector, the bent pin did not prevent the patient cable from being fully engaged with the test equipment. The patient cable was tested for continuity and the test passed specifications. The patient cable functioned as intended during the analysis. A correlation between the device and the reported event could not be conclusively determined. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient's lactate dehydrogenase level returned to normal. The pump power levels reportedly resolved with either the exchange of the system controller and/or patient cable. The hospital indicated that it appeared to be a non-thrombus issue and more of a patient cable or system controller issue.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had some increased lvad sounds both externally and by auscultation. A ramp echocardiogram and chest x-ray did not show any changes in the pump position. The patient reportedly experienced a rising lactate dehydrogenase (ldh) level and there was a suspicion for possible thrombus. A review of the system controller log file data revealed that there were no adverse alarms or events captured. Incidentally it was noted that some of the supply voltages captured while on the patient cable were below voltage specifications. The patient will receive a new patient cable. No additional information was received.